Event description:
It was reported during an ablation procedure, the irrigation port of the cool path catheter was broken causing an occlusion alarm on the cool point pump. The catheter was replaced and the procedure continued with no consequences to the pt.

Manufacturer narrative:
(B)(4). We were unable to evaluate the product involved in this incident since no components were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification cannot be determined as no device was returned for investigation and no further info is available at this time. Based on the reported event, the root cause is consistent with operational context as device performance was limited due to anatomical/procedural factors, but cannot be confirmed without device analysis.